Event description:
Patient reported an adverse reaction resulting in skin discoloration. Patient skin preparations was performed and electrodes were placed. An almost immediate burning sensation was noted. At the end of the test electrodes were removed and areas wiped with dry cloth. That evening patient still experienced burning sensation. Following day patient sought advice of a dermatologist, who indicated site appeared to be a gel allergy or a burn. Dr supplied steroid ointment, which was used on all electrode sites.